Manufacturer narrative:
The pack and products lots specific to this event are not known; therefore, lot history and device history record review are not possible. There were no samples returned for evaluation. Visual inspection or functional testing could not be conducted. The root cause of the customer's complaint is not known. (B)(4).

Event description:
A nurse reported three cases of toxic anterior segment syndrome after cataract surgeries. Additional information was requested from the customer. There were no updates received after attempts were made.